Event description:
It was reported by the customer that the handpiece is not activating. A test tip and blade were used to verify problem. Handpiece was not used in case - no patient consequence. It was reported that the hand piece locked out. A test tip and blade were used to verify problem. Handpiece was not used in case. No patient consequence.